Manufacturer narrative:
(B)(4). The incident unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that the doctor was utilizing the device in the operating room when the electrosurgical generator "torched", possibly indicating a fire. There was no patient involvement. Additional questions have been asked, however no additional information has been provided by the facility.